Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the wire of the large hem-o-lok clip applier instrument broke when trying to apply the clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue occurred when the surgeon was attempting to clamp on a vessel or tissue bundle and when the surgeon attempted to remove the clip. There was no issue related to the motion of the instrument. The jaws were not static or had unexpected motion. This issue occurred on the 1st clip application, and the customer used a new clip applier to resolve the issue. There are no photos or videos for isi review. Isi did receive the large hem-o-lok clip applier instrument to perform failure analysis. The clip applier instrument was analyzed and found to have a broken grip cable at the proximal end. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing.